Manufacturer narrative:
(B)(4). An investigation was carried out into this complaint. Based on the information gathered it appears most likely that the incident occurred at the end of the resident's transfer from a chair to a bed. It was indicated that the resident moved her legs and a clip sling detached from the spreader bar of the lift. Following information provided the staff used the sling one size larger than was on the resident's care card and this was due to the resident's severe leg contractures. Based on our product knowledge and many simulations performed for many slings type we ((B)(4)) can establish that one size bigger sling will not likely contribute to a person sliding out from the sling . If the sling is at least 2 sizes too big a gap between the leg straps is bigger than it should be and it appears likely that a person in a sling could slide out as the gap would be big enough for that to happen. Following this statement it can be considered that one size bigger sling used for the resident's transfer has not impacted on the performance of the sling. When reviewing similar reportable events, we have found a number of cases with similar fault description (clip detachment). The trend observed for reportable complaints with this failure mode is currently considered to be relatively low and stable. Despite on our best efforts, the maxi move lift and the sling were not inspected but no malfunctions were indicated that could have caused or contributed to the event. The diligent consulting that was in touch with the customer made the following statement: "the lift and sling have both been put back into use by the facility after the incident". Based on the above we are not clearly assume that the device have been or have not been to specification from a functional perspective when the event took place. Following information received from the facility the sling involved is fitted with "grey" clips which appear to be easy to remove/detach. Production of slings with grey clips was seized some time ago (between 2005 -2006). Following the lift instruction for use (IFU) the sling should be discarded after two years lifetime, or before that, when damaged. The sling involved was significantly past its lifetime. This has not impacted on the performance of the sling when using according to the IFU but this is an indication that the sling should be withdrawn from use and replaced. It can be established that the sling and the lift were being used for patient handling but it appears it contributed to the event possibly due to a use error. A sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as indicated to be required in the labelling, is locked in position with the weight of the patient. It is not likely to come off during on-label use. It was indicated that the resident is prone to severe leg contractures and it was reported that the resident moved her legs and a sling clip detached. Our simulations show that from a seated position, the knee or thigh is higher than the clip and therefore can not come under it to kick it off and also from horizontal position the knee or thigh is under the clip, but cannot reach it. Only very rarely we are presented with an event description that makes note of a person in the sling making or being prone to making specific movements. Even within those cases, it is rare that an actual link is made in the description itself that the resident's braced leg movement caused a clip to come undone. The clip to become completely detached there needs to be an additional movement that pushes the clip outward, away from the hanger bar once it has been pushed upward. This does not appear to be likely occurrence. Based on the event description, it appears more likely that the leg clip detached from the spreader bar at the end of the transfer. This means that (a) the clip was in place and (b) it was locked in position by the weight of the person in the sling (therefore not likely to come off by itself). From previous simulations, we have been able to establish that the most likely way to detach a clip from that situation, is that the caregiver used the sling or the person in the sling to move and turn the spreader bar into position. In doing so, when pulling or pushing hard enough the clip of the sling can be jolted loose from the spreader bar, the patient weight will come on it and it will be very hard to hold. In this case the clip could be inadvertently pulled off by the caregiver while using the sling or the person in the sling for repositioning. Consequently to the above, and basing ourselves on the limited information we could obtain with the best of our efforts, we come to the conclusion that the event was most likely caused by use error, based on the customer information and the simulations performed previously based on earlier incidents. The maxi move lift instruction for use (IFU) contains the crucial information: - "warning: do not attempt to move the lift by pulling or pushing on the mast, the jib, the spreader bar or the patient". - "always check that all the sling attachment clips are fully in position before and during the lifting cycle, and in tension as the patient's weight is gradually taken up" the labelling for the lift device and sling indicate the system should be used by trained personnel that are aware of the IFU contents. From this evaluation it would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents. Note that the customer was visited and interviewed by a local (B)(4) representative but could not provide any training dates for staff. (B)(4) suggests to remind the staff involved of the device labelling, with special attention to correct lifting procedure and checking the sling before transfer. This is to be communicated to the customer. We find this complaint to be reportable to the competent authorities.

Event description:
On (B)(6) 2015 the following was reported to (B)(4): it was indicated that a resident was being transferred using a maxi move lift with a sling one size larger than was on her care card and this was due to her severe leg contractures. A certified nurse assistant (cna) stated the resident moved her legs and a clip came detached and the resident fell out of the sling sustaining a head injury and was transferred to the local hospital. Sutures were used to close the head wound and the resident was sent back to the facility.